Manufacturer narrative:
Additional information was received on dec 13, 2024, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter previously alleged of having dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity and respiratory failure. During the investigation, the manufacturer observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. During secondary findings, the manufacturer observed from an external and internal inspection that the air outlet port had dust-like contamination in it. Air inlet filter missing. Ui (user interface) knob missing and tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Dust-like contamination on top of the blower box, on top of the blower motor, bottom of the blower box and throughout the bottom of the enclosure. Potential mineral deposits in blower box and in blower motor indicating potential water ingress and air inlet seal had yellowed and had dust-like contamination on it. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity and respiratory failure. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.